Event description:
A hospital in (B)(6) reported, via a distributor, that the inside of one of the tubes of an rt100 adult dual-heated breathing circuit appeared burnt. No patient consequence was reported.

Manufacturer narrative:
(B)(4). This product complaint was reported to fisher & paykel healthcare by a distributor in (B)(4). The product is not sold in the USA, but is similar to a product which is sold in the USA. The 510(k) number for that product is k983112. The subject rt100 breathing circuit is currently en route to fisher & paykel healthcare central in (B)(4) for inspection. We are not yet in receipt of the device to commence our investigation. We will submit our findings in a follow-up report following receipt of the complaint device and completion of our investigation.